Manufacturer narrative:
Concomitant medical products: antibacterial absorbable envelope, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant of the cardiac resynchronization therapy defibrillator (crt-d) and an antibacterial absorbable envelope an infection occurred. The device remains in use. No further patient complications have been reported as a result of this event.